Manufacturer narrative:
Follow-up # 1 date of submission 04/22/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 04/13/2015 with the following findings: a review of the pump¿s black box history showed that there were no insulin delivery interruptions. The total daily dose history and black box history is correct based on the user¿s basal settings. A delivery accuracy test was performed and no defects were found. The complaint that the pump was not delivering enough insulin was not able to be duplicated during investigation. No defects were found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was not delivering enough insulin. It was noted that the user's health care provider had lost confidence in the pump and insisted on a replacement. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.